Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced battery depletion and wake button issues. The customer did not provide any additional information and declined follow up from tandem technical support. There was no reported adverse impact.